Event description:
The device was returned to the manufacturing facility with a report from the customer contact that the soft plastic tubing broke off from the hard plastic portion of the y tube. During verification testing at the manufacturing facility, visual inspection of the device revealed that the tubing attached to the arm of the integral clave was separated from the clave. The device was examined under ultra violet light. An appropriate amount of solvent sealer was noted in the joints between the tubing and the clave, and the tubing was fully inserted. The tubing was inserted back into the clave and easily inserted all of the way into the clave and removed without difficulty. The tubing was cut into three parts, near of the part with solvent of the extreme separated. A part of the tubing near the end that was assembled in the y-reseal was found out of tolerance with a measure of 0.090 inch ID and 0.130 inch od (specification = inside diameter (i.d.): 0.100 inch + /- 0.002 inch, and outside diameter (o.d.): 0.137 inch +/ - 0.003 inch). The testing performed at the manufacturing site determined that this failure can be produced in the one-up machines that cut the tube. The binding in the internal guide of the machine could cause the elongation of the tube walls at one of the ends, causing the reduction of the external diameter resulting in an inadequate tube assembly to the y-reseal.